Event description:
The customer has reported via the sales rep that an exeter stem that was implanted in 2004 has allegedly fractured. The sales rep reported that the patient presented at the hospital in pain. The sales rep reported that a revision of the stem was required.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was described as an unknown exeter stem 44 number 5. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding fracture involving an exeter stem was reported. The event was confirmed. Method and results: device evaluation and results: the exeter stem is broken on the neck section within the taper of the femoral head. Dimensional inspection was performed and was found compliant. Material analysis concluded: the exeter stem fractured in fatigue with the approximate origin on the proximal side of the device. There was evidence of micromotion-induced material damage on the stem unrelated to the fracture. The stem material was consistent with the astm f1586 or iso 5832-9 alloy. No material or manufacturing defects were seen on the surfaces examined. Device history review: device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies complaint history review: a review of the complaint history database shows that there have been no similar reported events for the subject lot code. Conclusions: the exact cause of this event could not be determined based on the information available. Further information such as x-rays and operative notes as well as patient history and medical records are needed to complete the investigation for determining root cause.

Event description:
The customer has reported via the sales rep that an exeter stem that was implanted in 2004 has allegedly fractured. The sales rep reported that the patient presented at the hospital in pain. The sales rep reported that a revision of the stem was required.